Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and post procedural haemorrhage ("just had mine today and I had some spotting"). The patient was treated with surgery (surgery to remove essure on jan 16). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and post procedural haemorrhage outcome was unknown and the alopecia was resolving. The reporter considered alopecia, pelvic pain and post procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : alopecia. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 8-apr-2020: social media received. New event: just had mine today and I had some spotting was added. Fu 2 and fu 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure on (B)(6)). Essure was removed. At the time of the report, the pelvic pain outcome was unknown and the alopecia was resolving. The reporter considered alopecia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: alopecia. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : hair loss added this case is updated as serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.